Event description:
The event os reported as: the clinician found a "shard" cut out from the murphy's eye remaining in the endotracheal tube. The alleged issue was detected prior to patient use.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.